Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the total number of products involved in this event? 15 individuals eaches was the total number of product used. Please clarify out of the 15 sutures used in the procedure, how many broke? 9 broke when did each suture break please clarify (pre-op, during handling, when opening the package, intra-op)? Each suture broke intra-op. Did the event occur during one or multiple patient procedures? Event occurred during one patient procedure. What is the total number of procedures? 1. Event related to mw#: 2210968-2023-00484, mw#: 2210968-2023-00485, mw# 2210968-2023-00486, mw#: 2210968-2023-00487, mw#: 2210968-2023-00488, mw#: 2210968-2023-00489, mw# 2210968-2023-00490, mw#: 2210968-2023-00492. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure the surgeon had to use multiple sutures due them ¿breaking too easily.¿ no adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2023. H6 component code: g07002 no device problem found. The manufacturing record evaluation was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received twenty-one unopened samples that pertain to product code 8702h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: # 2210968-2023-00485, mw # 2210968-2023-00486, mw # 2210968-2023-00487, mw # 2210968-2023-00488, mw # 2210968-2023-00489, mw # 2210968-2023-00490, mw # 2210968-2023-00492, mw # 2210968-2023-00484.